Manufacturer narrative:
Report created in error. No new information received.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc). Additional information provided indicated that the patient is experiencing stress and anxiety and that the patient became aware of the reported events approximately nine years after the device was implanted. How the events were diagnosed or communicated to the patient was not provided. The indication for the device implant was pulmonary embolus (pe) and right leg deep vein thrombosis (dvt). The device was implanted via the left femoral vein and deployed at the level of l2-l3. The patient was reported to have tolerated the index procedure well and had no reported complications. The patient was then transferred to recovery in stable condition. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0905143 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported blood clots, clotting and occlusion could not be confirmed and could not be further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient¿s pre-operative diagnosis was pulmonary embolus (pe) and right leg deep vein thrombosis (dvt). During the implantation procedure, the filter was deployed at the l2-l3 level. The patient tolerated the index procedure well and had no reported complications. The patient was then transferred to recovery in stable condition. According to the information received in the patient profile form (ppf) indicates that the patient became aware of the reported events nine years and a month post implantation. The patient also reports to be suffering from stress and anxiety. The device¿s expiration date is august 2008. Corrected data: (manufacturer name, city and state), (manufacturing site name and address). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief (B)(6), an unspecified period of time after a trapease vena cava filter was implanted, the filter reportedly malfunctioned causing injury and damages including but not limited to blood clots, clotting and occlusion, of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment.   The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number.   The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clots, blood clots and occlusion do not represent a device malfunction. The reported events could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6), an unspecified period of time after a trapease vena cava filter was implanted, the filter reportedly malfunctioned causing injury and damages including but not limited to blood clots, clotting and occlusion, of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment.